Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a precaution, interconnect cable was replaced. The system was tested, found to be working as intended and returned to service.